Manufacturer narrative:
Multiple products were used in procedure including: product ID: 6430530 lot: 0380018w (x4) product ID: 6430530 lot: 0371049w (x2) product ID: unknown product (x12) it is unknown from which product the debris came. (B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent pps surgery at l3-5 levels for l4 compression fracture on (B)(6) 2015. Intra-op, a metal fragment was found at screw insertion area during closing incision. It was suspected threads of set screw. Fragments were not confirmed in the patient by x-ray so only visible fragments were retrieved. The doctor commented that it might be from set screw or part like wing of reduction. It was reported that the metal fragments were found at right l5 at the time of closing incision. Sales rep wasn't present at that moment and so whether the fragments were found at other levels or not is unknown. Vertebroplasty was not conducted and no combination implant was used. A tab cap was used when inserting a set screw. The surgeon used a pre-bent rod, and pushed it down as the rod was about 5mm away from the screw head. About the fragments remaining in the patient, it is unknown (the surgeon told it is no problem on x ray image, but it's uncertain whether all the fragments have been removed or not).no patient complications we re reported as result of the event.

Manufacturer narrative:
Additional information: product analysis :only the broken-off top and fragments of the thread returned for analysis. Event description details how the doctor observed the rod was 5mm from the screw head, and pushed the rod into the saddle by hand. The rod should be fully seated into the saddle without force or constraint in order prevent pre-loading of the set screw. The fragments are consistent with overloading the threads, due to pre-loading of the threads.